Event description:
Customer called customer service and reported that "he saw a blood drop and test strip moving on (his adc meter's) display screen and (that he) had never seen it before". Customer service educated the customer that an adc meter is supposed to display the image reported by the customer; however he continued to state that "he had never seen those symbols before". Upon troubleshooting with customer service, the customer further reported that he "received multiple errors on his (adc) meter" and that as a result he was transported by paramedics to a local health care facility. The customer denied self-treatment to counteract this medical event. The medical survey was not completed because the customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter (serial no: (B)(4)), returned test strip (lot no: 1168831) and retained control solution (B)(4) has determined the complaint is not confirmed. Note: customer's weight and date of birth are unknown. Note: the date of the medical event is unknown. (B)(4).